Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Customer attempted to bolus and then proceeded to discontinue pump therapy to address elevated bg. Tandem technical support commenced systems check, however, during troubleshooting it was identified that the customer is using off label insulin. Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin. Reportedly, the customer resumed insulin therapy after replacing the supplies.